Event description:
The customer reported the defib/sync function was not working and the device required service. The customer is unable to provide further details. There was no reported patient injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete. The occupation of the reporter is unknown.